Event description:
During a surgical procedure, a centromedular nailing of the humerus using a new trial ancillary (telegraph long fh nail) the nail holder broke at the level of the screw thread, remaining in the nail. Difficulty to be expected when removing osteosynthesis material.

Event description:
During a surgical procedure, a centromedular nailing of the humerus using a new trial ancillary (telegraph long fh nail) the nail holder broke at the level of the screw thread, remaining in the nail. Difficulty to be expected when removing osteosynthesis material.

Event description:
During a surgical procedure, a centromedular nailing of the humerus using a new trial ancillary (telegraph long fh nail) the nail holder broke at the level of the screw thread, remaining in the nail. Difficulty to be expected when removing osteosynthesis material.